Manufacturer narrative:
The saccular aneurysm neck measure 4/1mm and the neck to sac ration was 4.1mm/5.0mm. The parent vessel size/diameter proximally was 3.2mm and distally was 2.8mm. A cd copy of the procedure is not available. No further information was available. The stent remains implanted and procedural/diagnostic images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422609. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Ischemia and neurological deficits are known potential adverse events associated with the use of the enterprise vascular reconstruction device and delivery system or with the procedure as outlined in the instructions for use. Based on the available information, no conclusion can be made regarding the relationship of the device and the reported transient ischemic attacks post procedure. It is possible that patient, procedural, and/or pharmacological factors contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report from the clinical study (B)(4) indicated that the procedure was coil embolization assisted with the enterprise vrd stent (enc452212) for unruptured aneurysm in basilar artery, and the following day the patient developed transient ischemic attack, and recovered with continuous heparin administration. Two days after the index procedure, the patient had transient ischemic attack again, and recovered by continuous heparin administration. The modified rankin scale pre-procedure was 0, and after the procedure was 1. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state. Products utilized during the procedure consisted of prowler select plus, road master guiding catheter, echelon 10 microcatheter, gt guidewire, gdc, deltapaq, and ed coils. Medications given pre-procedure consisted of aspirin, cilostazol, intra-procedure heparin, and post procedure heparin.